Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number dyqh5056 showed no other similar complaint(s) from this serial number.

Event description:
Per biomed, end users reported that sr 5 system has a poor image quality, image is very grainy.